Event description:
It was reported the pt was experiencing pain and discomfort at her scs ipg site. The pt's ipg was relocated during a revision surgery on (B)(6) 2014 which reportedly resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.